Event description:
It was reported that since (B)(6) 2011 the patient hears unpleasant noises. She does not want to use her processor any longer. All external parts have been changed without improvement. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.